Event description:
The account alleged, there was a patient that had fallen and receive broken bones due to the fall. The account alleged that the patient positioning monitor (ppm) was set at an earlier time during the patient stay, but it was determined that the ppm was not set at the time of the incident.

Manufacturer narrative:
The account stated that the incident was a result of nursing user error. The nurse did not set the bed exit alarm and the patient climbed out of the bed and fell. The accounts maintenance checked the bed and found the bed to be operating properly and it was placed back into service. The account would not release any patient information.